Event description:
It was reported that a non-dehp extension set leaked from the connection site. This issue was further described as, ¿disconnected tubing discovering male end of tubing was broken off¿. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: to remedy the issue, the registered nurse paused the infusion, disconnected the tubing and replaced it with new IV (intravenous) solution and tubing. Additionally, the cap was changed on the central venous catheter (omitted on initial). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the port of the male luer connector was cracked. Additionally, it was observed an appearance of white color on the cracked side component, a trace of external force applied to the component. The reported condition was verified. The cause of the condition was determined to be related to a material issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.